Event description:
The device was returned to the manufacturer after being explanted due to elective replacement indication. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the doctor used the instrument. The jaw of the instrument have been closed and not opened even though the doctor tired to open several times. The doctor used the clip at the cystic artery. Unk how case was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Orange indicator overtraveled. The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related to the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.